Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was exhibited loss of capture and high pacing thresholds measurements as a result. The physician suspected the rv lead had dislodged due to a lack of slack. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 98 millimeters (mm) from the terminal pin in two segments totaling 525 millimeters (mm). The conductor coils were stretched and deformed and there was a slight separation in the insulation observed which was thought to have been induced during the explant procedure. Continuity testing confirmed the lead was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.